Manufacturer narrative:
Evaluated 1 open/use reservoir, performed visual inspection, reservoir failed per specification due to transfer guard's needle bent at 90° angle. The reservoir was unable to perform pre-fill due to anomaly listed above.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the needle inside blue transfer guard was bent and not inserted into the vial and that insulin did not refill. The customer's blood glucose level was unknown. The product was returned for analysis.